Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported tube is cracked during removing. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed and was determined to be use-related. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed the catheter was returned in three segments. Biological residue was observed on the sample. A microscopic observation revealed one half of the the distal break had a smooth, granular, and slightly curved fracture surface with well-defined edges. The other half of the break was observed to have a rough fracture surface and somewhat even edges. The features of the observed damage suggest the returned sample was likely initially split due to over-pressurization and was ultimately broken due to excessive tensile (pulling) forces. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.